Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user of the device has been feeling unwell for two years. The pms clinical assessment deemed this as a non-serious injury. Medical intervention was not specified. This information was received from the user during the registration of uno recall program. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.